Event description:
During a off-pump open heart bypass procedure, the suction of the device performed poorly on the heart. The surgeon made a decision based on his opinion to convert the case to on-pump. The surgeon performed suturing on the pt in order to complete the case. No further information was provided by the user facility.